Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a shunt in the left forearm vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left forearm vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.